Manufacturer narrative:
(B)(4). The carefusion field service technician visited the user facility and evaluated the device. The carefusion field service technician did not find any problem with the device. The carefusion field service technician ran the device through the operational verification procedure (ovp) and the device passed all test. Upon completion the device was returned the user facility's control ready to be returned to service.

Event description:
The following description of the event was documented by a carefusion technical support specialist in response to a phone conversation with a user facility representative. "[Name removed] called in requesting fse to come fix this vent under warranty it is having a safety valve failure alarm. He was told this by the rt that found this during the est prior to pt. Use [name removed] is not avea trained. Dispatching fse". Additional information provided vial email from user facility: "ok I went up there and turned on the vent. Once powered up the unit on the right top corner says safety valve and the alarm symbol lights up. So I would say it is a safety valve alarm?"